Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that backup mode due to hardware reset was noted on the implantable cardioverter defibrillator (ICD). High voltage therapies were disabled during the backup. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received indicated the backup mode was due to a magnetic resonance imaging (MRI) done without adjusting settings prior to the MRI procedure. The device was successfully restored.

Manufacturer narrative:
Further information was requested but not received.